Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump was tested with no air bubbles anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone she was getting more air bubbles .the customer's blood glucose level was 298mg/dl. The customer did not resolved the issue. The customer was declined to troubleshooting for air bubbles. The device will be returned for analysis.